Manufacturer narrative:
(B)(4). G2: foreign: (B)(6). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported that the patient underwent a revision procedure approximately 4 years and 6 months post implantation due to the stem fracturing. The patient was walking up a lot of stairs and felt the implant break. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h6: component code: mechanical (g04) - stem. Visual examination of the provided pictures identified the neck of the stem has fractured. Complaint confirmed based on evaluation of medical records and provided image. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the femoral implant is fractured proximal just below the head/neck junction. There is no osseous fracture. There is varus malalignment at the implant fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.